Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred. Additionally, it was reported that inaccurate fill estimates were received. There was no reported adverse impact to the customer's blood glucose level. No additional information was received.